Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device has rust on the surface was not duplicated and confirmed. An assessment was performed and no rust was identified. Therefore, an assignable root cause was not determined. However, during assessment, brownish discolorations of the surface of the attachment components were identified, but there were no signs of corrosion. It was noted that it was not possible to determine what type of oil or grease was used, however, it was identified that the cleaning or sterilization method which is not compatible with used oil or grease could transform the oil into an unknown brown substance. The assignable root cause of this condition was determined to be due to false defective maintenance. This is further defined as misuse, abuse, and possible user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the quick coupling device had rust on the surface. There was a ten minute delay in the procedure. It was not reported if a spare device was available for use. It was reported that there was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly

Manufacturer narrative:
Additional narrative: (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.